Manufacturer narrative:
(B)(6)

Event description:
The customer reported that the check vent: primary alarm failed sounded - e/c 1102. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.